Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was within specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was found dislodged via fluoroscopy. Despite several attempts, the lead was unable to be implanted. The lead was removed and replaced. The patient was in stable condition.